Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the procedure, when triggering the firing trigger of the stapler, there was a click that did not allow the complete stapling of the load, using another stapler and another load. There was no patient harm.

Manufacturer narrative:
(B)(4). Additional information received: device discarded.